Event description:
A customer contacted beckman coulter inc. (Bci) regarding a cracked hydro canisters on the unicel dxc 800 synchron clinical systems. No injury was reported and no personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
A field service engineer (fse) replaced the lid.